Event description:
The lay patient contacted lifescan (lfs) customer service on (B) (6) 2010. He alleged that his one touch ultra smart meter does not turn on. The medical surveillance specialist (mss) was able to classify the complaint based on the customer service representative's (csr) documentation. The patient provided the following information: the patient takes insulin; the type, dose, and schedule were not provided. He tests his blood glucose 4 times per day. The product issue started on (B) (6) 2010 at approximately 9:00 pm. The patient claimed that he passed out two times on (B) (6) 2010 and the ambulance was called to his home two times. The emt's obtained a reading of 21 the first time they were summoned to the patient's home and a reading of 35 the second time. According to the patient, the emts treated him with glucose gel both times. The csr documented that the meter power issue was not resolved. The patient claimed he had no other way to test his blood glucose. The csr replaced the patient's meter via rush delivery. This complaint is reported because the patient alleges that the lfs meter did not turn on. He claims he passed out two times the day after the meter issue started and the emts treated him two times with glucose gel.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.